Event description:
It was reported that the ventricular threshold capture has increased. The device was programmed and no capture thresholds during real time telemetry were noted. Programming changes were made and patient was scheduled for follow-up. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.